Manufacturer narrative:
There is no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). This event was initially reported on a single medwatch report (9611109-2017-00374, submitted june 2, 2017), as the facility did not specify how many devices were contaminated. Through follow-up communication with the customer on july 6, 2017, livanova (B)(4) learned that all of the units at the facility have tested positive for mycobacterium chimaera. The facility later confirmed that the serial number subject of this report was one of the affected devices. During prior follow-up communication, the customer reported that the cleaning procedure is performed according to the instructions for use (IFU) and that the affected device has been replaced. Livanova (B)(4) has initiated a CAPA project for this type of issue. As the contaminated device has been replaced, no further investigation is possible. If any additional information pertinent to the reported event is received, it will be submitted in a supplemental report. Device not returned.

Event description:
On may 5, 2017, livanova (B)(4) received a user medwatch report (B)(4) stating that all of the devices at the facility tested positive for mycobacterium chimaera. The devices were sampled in response to a notification from the centers for disease control and prevention (cdc) regarding several clusters of infections linked to the heater-cooler system 3t. The report indicated that no patient infections have been reported and that replacement heater-cooler devices have been ordered. There is no known patient involvement.